Manufacturer narrative:
The reporter's test strips were provided for investigation where they were tested using a retention meter and controls. Testing results (qc range = 2.8 - 4.4 inr): qc 1: 3.7 inr, qc 2: 3.6 inr, qc 3: 3.6 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. Relevant retention test strips (lot 368886) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined. Occupation - the occupation is lay user/patient.

Event description:
The initial reporter complained of a questionable inr result from coaguchek xs pro meter serial number (B)(4) compared to the laboratory result with hemosil recomboplastin reagent. The result from the meter was 4.8 inr. The result from the laboratory within 30 minutes was 6.5 inr. There was no adverse event. The customer's coumadin was withheld based on the laboratory result. The customer's condition was "stable". The customer's therapeutic range was 2.0 - 3.0 inr. The qc was acceptable.